Event description:
It was reported that an inappropriate shock delivery was observed. The rv lead was removed.

Manufacturer narrative:
Upon receipt the lead was found cut 47.5 cm proximal to the lead tip. The proximal part was missing. Explantation aids were still mounted in and on the distal lead fragment. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual analysis revealed multiple signs of wear along the proximal lead fragment. In particular 8 cm proximal to the lead tip the insulation was found worn through. A short circuit between the conductor cable leading to the ring electrode and the conductor coil leading to the lead tip was measured. This damage is assumed to be the root cause for the observed oversensing and inappropriate shock. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.